Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by (B)(6) on 01-jun-2026 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on 02-jun-2026. It was reported that the patient received pump failure alarms from both of their remunitypro systems, resulting in an interruption in therapy. Troubleshooting efforts were unsuccessful and the patient presented to the emergency room (ER); however, it is unknown if the patient was admitted to the hospital. It was further reported that replacement systems were sent to the patient by the specialty pharmacy.